Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were damaged at an undefined location, interrupting insulin delivery. Reportedly, the customer experienced an elevated blood glucose (bg) level of 740 mg/dl. Customer administered a manual injection to address bg. A new cartridge was loaded to address the issue.